Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain, chronic low back pain and lumbar radiculopathy. It was reported that the device does not work. They do not know if it was the internal device or programmer. The hcp needed to check the ins for eligibility. Reviewed to get batteries into the programmer and try to communicate with the ins. No patient symptoms or complications were reported in this event.